Event description:
One sample of ivenix administration set was returned for evaluation. No defects were observed during visual inspection. The gold foil corresponded to the specific code set-0032-25. During the visual inspection the primary line tubing was observed detached from the primary port. The separated line was returned for evaluation. Few traces of solvent were observed at the primary port and primary line tubing. Failure mode could be related to the insufficient solvent applied at the connection. The customer complaint is confirmed. Root cause for this defect could be related to lack of solvent observed at the connection or lack of joining time when performing the operation. An internal investigation was opened to address this issue. A red light was installed at all the bonding stations to ensure proper timing is observed. The current process controls detection includes 1) post sterilization sampling final inspection, 2) 100% visual inspection related to separated components during the manufacturing process and final physical inspections, 3) the first piece inspection will be performed to the first final assembled kit manufactured per shift . This kit will be submitted to visual inspection as per the classification of defects included in this specification and as per the applicable drawing.

Event description:
The following has been reported: nurse reported: "tubing being primed with saline in medication room when tubing fell off of bottom of cassette. Saline spilled but did not reach patient. Patient harm: no. A preliminary review identified the following issue: administration set breaks (any part). An active infusion was not stopped. Reporting as a conservative measure. No adverse effects were reported. Additional information is needed to complete the investigation.